Event description:
It was reported the patient was missing half of a lead and that one lead wasn¿t working. It was stated the patient was ¿able to tweak to get stimulation¿ and was ¿ok¿ at the time of report. The patient reported they had one extra but lost one and wanted a spare at the time of report. The exact meaning of this statement was unclear at the time of report. It was noted the patient had experienced the lead issue for the six months prior to report. The patient was redirected to her healthcare provider (hcp). Additional information from the patient's hcp stated diagnostic testing found electrodes 9, 10, 13, and 15 to be ¿out of range¿ on (B)(6) 2013. It was noted the electrodes were each found to have impedances ¿>10000¿ ohms. It was reported the patient was reprogrammed and had a ¿good¿ outcome two weeks after initial report. Additional information reported the patient did not have concerns with her device or therapy two and a half weeks after the initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a year and a half ago, while going to a concert the patient tripped and fell "really hard." It was stated that the patient had a hip replacement as a result of the fall, and since then the patient's implant "has been going out on her." It was noted that at first the manufacturer's representative was able to reprogram, but now she was "down to only 1 electrode of 8 that worked." It was noted that the healthcare professional (hcp) wanted to have an implant available "in case" the implantable neurostimulator (ins) was the problem, but it was noted that the extra one that was "made for her" was no longer available. It was stated that the patient wanted to know the process of getting another implant. It was noted that the hcp thought the manufacturer was moving abroad and because of that "everything was on hold." It was stated that the patient was redirected to the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that since fall, patient has only had one lead. They were afraid if that take the lead out, they won't be able to get another one back in. They determined through cat scans that only one lead was working. The patient added that they had opted to wait for their battery wear out before having lead revision. The patient added that they have a lot of scar tissue. No further complications were reported/anticipated.